Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of battery out limit and prime/fill anomaly. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed battery out limit while the user was priming. The customer stated that she put the reservoir in the pump and pressed act to prime cannula, but could not see the reservoir. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no reservoir, battery out limit alarms or prime or fill anomaly noted during testing.